Event description:
It was reported through a service report that the comm cord had bent and missing pins. It is unknown if there was patient involvement or any adverse consequences reported.

Manufacturer narrative:
Result: comm cord had bent and missing pins. This user facility serves as the health care provider for one of the state prisons. As a result, it has been reported that patients intentionally damage various device components with unrestrained appendages. Additionally, patients are regularly restrained in manners that conflict with the devices instructions for use.